Event description:
It was reported that bd neoflon pro 24ga 0.7mmod 19mm l had packaging issues supplier and end user are complaining about the delicate packing of neoflon pro & venflon I, which leads to units coming out, leads to sterilization issues.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.